Manufacturer narrative:
B3: event date: this event occurred between (B)(6) 2024. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume folfusors underinfused during infusion. One pump remained approximately 30% full, and the other pump had approximately 25% of volume remaining. The devices contained 13.5g piperacillin/tazobactam and 0.9% sodium chloride in 230ml total volume. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured between january 31, 2024 and february 1, 2024. H11: the actual devices were not available; however, two photographs of the sample were provided for evaluation. Visual inspection of the photographs observed fluid inside the device bladder which suggested a possible underinfusion. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.